Event description:
(B)(6) 2014 no injury alleged. Malfunction alleged. MDR filed. Repair center: provider alleged low o2/yellow light and unit will not start and the key is the compressor is stuck. Per independent repair center statement, unit will not start. The key failure was that the compressor is stuck.